Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer replaced the sodium (na) electrode and ise (ion selective electrode) tubing to resolve the issue. A specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No further issue was reported by the customer. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case: (B)(4).

Event description:
The customer reported false low sodium patient results on their dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data printouts. The customer only provided a verbal example for one (1) patient.